Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The patient noted that the date on the meter is set incorrectly and now as it is set a day behind. They stated that the meter¿s date was set correctly at the time of the questionable tests. The patient's strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:12 a.m. The meter result was 5.2 inr and at 9:14 a.m. The meter result was 5.3 inr. About an hour later, the laboratory result was 3.5 inr. The patient's therapeutic range is 2.5-3.5 inr and tests weekly.